Event description:
Sorin group (B)(4) received a report that the touch screen on the pump was unresponsive to touch near the end of a procedure. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the fault during a 45 minute test run. The unit was inspected and no signs of external damage were observed. A serial read out of the pump was performed and a new touch screen was fitted. The software of the s5 system was updated. Electrical safety tests were carried out without issue and the unit was returned to service. The defective touch screen and serial readout were sent to livanova (B)(4) for investigation. The touch screen was integrated to the testbench and tested and no deviations were observed. A root cause could not be determined. However, a possible root cause is fluid ingress, which can cause oxidation of the internal circuits. Livanova (B)(4) has already implemented a CAPA (B)(4) for fluid ingress related issues. No further issues have been reported for the involved device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.